Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d5, g2, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the e226 error occurred due to moisture entering through the cracks in the connector causing the connector board to fail. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not bump or drop the product. Water leakage may damage the electric circuit inside the product.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc) sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the video connector was flooded and cracked. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, because the subject device has not been returned to omsc. However, based on the information provided by sorc, omsc surmised that the scope communication error e226 occurred because the connector board failed by water entering from the cracked part of the connector. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error e226 was displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.